Event description:
The nurse reports 5 incidents of broken occluder feet with the home patient's transfer set. The set is changed each time and there is no pt injury or medical intervention reported with this issue. The nurse believes this is a training issue where the pt is over-torquing the twist clamp causing the feet to break. The pt will be retrained on proper technique and procedure.